Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown.

Manufacturer narrative:
Unit was received with severely scratched lcd window. Unable to self-test and displacement test or verify button keypad anomaly due to severely scratched lcd window. Unit had corroded keypad buttons and no unlocked lcd keypad connector during visual inspection noted. Unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address/serial number label and missing end cap sticker.